Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, on an unknown date, there was an audible leak in the handpiece. It is unknown if there was a patient impact or if a delay occurred. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d9, e1, e2, e3, g2, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, there was an audible leak coming from the handpiece. It was determined that the handpiece was the problem after troubleshooting from changing to another nitrogen boom connector, using a portable nitrogen tank, and then opening another set to switch the cords, then switched to another handpiece.). There was no patient impact and a delay of 30min occurred. A second device was used to complete the procedure. Due diligence is complete.